Event description:
A patient with diabetic macular edema underwent a laser procedure in the left eye on (B)(6) 2023. On (B)(6) 2023, the physician reported to the distributor that the treatment beam was far away from the aiming beam (offset by approximately 1 or 2 mm). The navilas laser system generated an error message during a focal procedure alerting the user that the aiming beam was not visible; however, the user elected to proceed with the laser treatment despite the warning message. Patient follow-up information was requested from the treating physician and on september 28, 2023, it was learned that the juxtafoveolar laser treatment was inadvertently delivered within the predefined exclusion zone and not on the desired/intended treatment zone. The patient is undergoing continued treatment of focal edema for intravitreal triamcinolone (ivt) and the progression of macular health will be monitored. There has been no significant decrease in the patient's best corrected visual acuity (bcva) compared to preoperative bcva.

Manufacturer narrative:
On (B)(6) 2023 the customer reported that laser treatment was not performed where planned. The navilas laser system was inspected by an authorized service technician on (B)(6) 2023. During service by the distributor, a problem was found with the x-scanner. The remote service assessment performed by the manufacturer shows a calibration offset of the aiming beam that is similar to the offset observed on the retina in the fundus images. The navilas system was blocked. The optical head was replaced on (B)(6) 2023. Fundus photos were obtained and reviewed. Image analysis confirmed the treatment area was delivered inside the exclusion boundary (i.e., shifted to the left and slightly superior). The service installation records were reviewed for this laser system and there were no problems related to the scanner calibration or aiming beam. The system log files were analyzed and the records confirmed that the user ignored and overrode the error messages warning that the aiming beam was not visible. The optical head was returned to the manufacturer and subjected to performance testing and root cause analysis. The investigation revealed unidentified sources of noise received at random intervals, which can result in laser drift/offset and incorrect laser positioning. The root cause analysis identified a defective scanner driver board. Manufacturer reference #: (B)(4).